Event description:
New information received notes that a change in threshold was observed prior to lead capped.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the lead was capped due to dislodgement.

Event description:
Addition information received indicated that low r-waves were also observed.